Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely elevated sodium (na) test result was obtained from a dimension exl with loci module (lm) instrument. Siemens advised the customer to replace the integrated multisensor technology (imt) sensor, salt bridge bottle, sample diluent, standard a and standard b solutions, replace the x-tubing and adjust the flow rate. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse performed a full inspection of the imt and replaced a 500 ml diluent syringe. The cse performed an imt precision test with acceptable results and a patient sample accuracy test against the alternate dimension exl with loci module. The cause of the discordant, falsely elevated sodium (na) test result is potentially the imt sensor. The instrument is performing within specifications. No further evaluation of the device is needed.

Event description:
A discordant, falsely elevated sodium (na) test result was obtained from a dimension exl with loci module (lm) instrument. The initial result was not reported to the physician(s). The same sample was repeated on an alternate dimension exl with loci module and a lower test result was obtained. The repeat test result was reported to the physician(s) and is considered correct. There are no reports of patient intervention, or adverse health consequences due to the discordant, falsely elevated sodium test result.